Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® solent¿ proxi catheter was selected for a thrombectomy procedure. Priming was successfully completed. Aspiration was initiated inside the body. However, a check saline error displayed and aspiration was lost. The procedure was completed with another of the same device. There were no patient complications and the patient was fine.